Manufacturer narrative:
The customer contacted a siemens customer care center and reported an issue with their progesterone assay. Later, they indicated that the issue was resolved and did not provide further detail. Instead, they reported that a discordant total human chorionic gonadotropin (total hcg) result was obtained on a patient on an advia centaur xpt instrument. The customer provided data for 13 patient samples tested across this instrument and another instrument in the laboratory. With the exception of the sample described of this report, all of the other samples recovered below the analytical measurement range of 2 miu/ml. Master curve material (mcm) was sent to the customer to run a correlation using the same reagent and calibrator on both advia centaur xpt instruments. The customer reported that after running the mcm material on the two instruments, the results correlated. A siemens customer service engineer (cse) was dispatched to the customer site to follow up with the customer. Based on the results of the mcm testing, no service action was performed. The customer stated that there have been no recurrences of imprecision and controls are recovering within ranges. The advia centaur thcg assay is intended to aid in the assessment of pregnancy status and non-pregnant females are expected to result <10 miu/ml. Preanalytical variables, including incomplete clotting or sample integrity, potentially contributed to the imprecision seen on this single sample. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on a patient sample on an advia centaur xpt instrument. The discordant result was not reported to the physician. The sample was repeated on an alternate instrument. The repeat result was lower than the initial result. The repeat result was reported as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, total hcg result.